Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during prime. The baxter technical service representative (tsr) had the home patient change out the 4 day old drain line extension and then pressed go. The alarm repeated and the tsr recommended that the hp start over with new supplies. The hp would start over with new supplies and the hc was okay. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and she was aware of the patient having done used a 4 day old drain line extension. She already discussed the proper procedures for use of supplies. Since then the patient has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint. (B)(4).

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.